Event description:
This procedure was performed in (B)(6). Customer had a closurefast ablation several months ago and developed a pulmonary embolism 2 weeks after treatment of gsv. The patient presented to general practioner with chest pain said was told to go home. Patient then reported to hospital emergency department the following monday and diagnosed with pulmonary embolism, and an ivc filter placed at this time with anticoagulation treatment. Physician said the patient was given clexane at the time of closurefast procedure on table, tumescent infiltration was utilized, and compression with no alleged product issues and vein closure. Patient recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.